Event description:
In 2006 facility reported that while using a golvo pt lift to transfer a female pt with cerebral palsy that she had a spasm that threw her body back disconnecting the sholder strap and allowing her to fall to the floor. Resident was sent to the hosp due to vomiting, but no injury was found.

Manufacturer narrative:
On july 24, 2006 a liko distributor was allowed to view and inspect the equipment. The lift was found to be in good working condition. The incident could be recreated by facility staff when they used a non-liko manufactured sling and attached the shoulder straps contrary to instructions. Facility staff reported that they did not apply the sling properly during transfer. The golvo pt lift is not designed, tested or approved for use with non liko slings, and we strongly discourage their use on our lifts. The facility has offered remedial training for its staff of this equipment.